Event description:
It was reported to boston scientific corporation that a resolution clip was used in the esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, when the clip was ready to deploy on the lesion, the clip was prematurely deployed. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a4: (weight) 67.4 kg. Block e1: (initial reporter facility name) (B)(6). Block h6: imdrf device code a150103 captures the reportable event of clip prematurely deployed. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly attached and without the outer sheath. Additionally, the device has evidence of premature deployment. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of clip premature deployment was confirmed. This conclusion was selected because the device returned without the clip assembly, after performing a visual/microscope inspection it was noticed that the control wire did have the yoke attached to it, clear evidence of a premature deployment. This failure could be caused due to operational factors during the procedure such as trying to open the clip once it was already activated. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, when the clip was ready to deploy on the lesion, the clip was prematurely deployed. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a4: (weight) 67.4 kg. Block e1: (initial reporter facility name) (B)(6) hospital. Block h6: imdrf device code a150103 captures the reportable event of clip prematurely deployed.